Manufacturer narrative:
The device was returned for evaluation. The results of the investigation report reflects the CAPA. Conclusions: (B)(4) was assigned to perform a depth evaluation. If additional information is received a follow-up report will be submitted.

Event description:
The event is reported as: the stapler made a strange sound during stapling and proper stapling could not be achieved (loosely stapled). The trigger was harder to depress than usual. The event caused no harm to the patient. No patient injury reported.